Event description:
(B)(6) infection prevention department (ID) was made aware of concerns related to the viper screw extraction set, a reusable instrument provided by depuy synthes and used for percutaneous spine cases. In preparing for a surgical procedure, a scrub tech opened a "clean" viper screw extention set and identified bioburden around and behind one of the levers. Ucsdh then pulled other available sets and noted bioburden on all four sets. (B)(6) preliminary assessment is that the design of the instrument does not allow for appropriate cleaning of certain levers and springs with enzymatic solution, the process set forth in the IFU, and that the design of the device prohibits the solution from appropriately penetrating all surfaces of the instrument between uses. In order to attempt to clean the levers and springs, ucsdh techs utilized zip ties to hold the device open while soaking in the enzymatic solution. However, this was not the process described in the IFU, and even with this technique, it was still very difficult to fully clean the spring. While the device is not implanted into the patient, tools pass through the device and into the surgical field, thus creating the possibility of contamination. Ucsdh is continuing to gather data and information related to use of the device. In the interim, ucsdh believed this should be reported to FDA via medwatch given the concerns about using the contaminated equipment by other hospitals and health systems during surgical procedures. FDA safety report ID# (B)(4).